Event description:
The investigation results found a degraded downstream occlusion (dso) sensor. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The dso sensor assembly was replaced.